Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient noted a line blocked alarm. They first tried to resume as is, alarm persisted, changed just the site, alarm returned, changed out full cassette and site which resolved alarm. There was no patient injury.